Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) episode and patient was symptomatic with pacing at the higher rates. As per technical services (ts), the pmt did not look real. May adjust the post-ventricular atrial refractory period (pvarp) to greater than 320 milli seconds and bring the patient into the office for a retrograde test. Ts added to adjust the atrio-ventricular delay. At this time, this pacemaker remains in service. No adverse patient effects were reported.